Event description:
A review of service data detected a reportable event. During servicing electrode belt (B)(4) was found to have a broken connector on the trunk cable and the distribution node (dn) to ECG c ground wire cut. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the connector on the trunk cable was broken and there was a cut ground wire within the dn. The root cause of the broken connector and broken ground wire cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.